Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just did') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('worst periods of your life') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), alopecia ("loosing hair") and tooth disorder ("bad teeth") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the menstrual disorder, alopecia and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, menstrual disorder, pregnancy with contraceptive device and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media source received: additional reporter information received events added: menstrual disorder, tooth disorder, alopecia, pregnancy with contraceptive device and device ineffective. Event medical device removal deleted and surgery added to menstrual disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.